Event description:
The user facility reported a 58-year-old female who had cardiac surgery was implanted with an impella cp device for mechanical circulatory support post-op due to cardiac event. The impella cp was having persistent suction and low flow issues. The team attempted to troubleshoot but decided to replace the cp with a new cp pump. Support proceeded without harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. The cause of the low pump flow issue cannot be determined since the complaint device not returned for investigation and data logs reviewed and many suction alarm occurred and low flow confirmed but no indication for issue cause.